Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue) and the main body (light blue) of a minicap transfer set. This occurred prior to attaching the transfer set to the catheter for peritoneal dialysis (pd) therapy. A new transfer set was used. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: one actual sample was received for evaluation without a cap. A visual inspection with naked eye noted that the female connector separated from the main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b3, d1, d4 (catalogue #), d10, g4, h6 and h10. B3 and d10 (event date): replace unknown with december 01, 2021. D4 (catalogue #): replace unknown with (B)(4). H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.